Manufacturer narrative:
A review of the mfg records was conducted. The review of the mfg records verified that the lot was processed normally and all pre-release specifications were met. The viabahn device was returned and inspected. The examination confirmed that the endoprosthesis was partially expanded approx 1 cm. The deployment line was broken at distal end of constrained portion of the endoprosthesis. The endoprosthesis was shifted distally approx 1 cm on the distal shaft, likely due to withdrawal through the sheath. We were unable to determine the exact cause(s) for the deployment line break in-vivo.

Event description:
While performing a vortec (debranching) procedure, the physician decided to revascularize the right renal artery with a viabahn device. He cannulated the vessel, placed an 8 fr cordis introducer sheath and changed to a stiff amplatz guidewire. A 9x5 viabahn device was advanced and positioned at the target site. The physician unscrewed the deployment knob and started to pull on the line, but the deployment line broke. The viabahn endoprosthesis opened less than 1 cm at the distal end. The physician was able to pull the delivery catheter with the viabahn device back through the sheath without any incident. The procedure was completed implanting another 9x5 viabahn without any adverse outcome for the pt.